Event description:
Initial implantation of one implant was on 2/21/77 with explant 9/17/93. Plaintiff alleges various illnesses including, but not linked to, sjorgen's syndrome, atypical connective tissue disease, and memory loss.